Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at this implant procedure, elevated threshold measurements were observed with this atrial lead prior to connection. Therefore, the lead was repositioned, and stable thresholds, sensing and impedance measurements were observed. However, increased thresholds were noted again following pocket closure. This subsequently occurred several times, with ultimately accepting a slightly higher threshold and at the two-hour post implant check, the lead was no longer capturing. It was confirmed that the lead had not dislodged prior to any of the repositions. The lead was explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.